Manufacturer narrative:
This report is being filed on an international product, list 2g23, that has similar products distributed in the us, list number 4p54. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This event was also submitted on a second suspect medical device in manufactures report 3008344661-2019-00060.

Event description:
The customer observed (B)(6) confirmatory results on the architect i2000sr analyzer. (B)(6). Samples were not repeated in duplicate on the (B)(6) assay prior to confirmatory testing. The samples were determined (B)(6) on viral load. There was no impact to patient management reported.

Manufacturer narrative:
Two return patient samples (ids (B)(6) and (B)(6)) were tested using an in-house retained kit of lot 93040fn00 stored at the recommended storage condition. The return samples were not tested with lot 87248fn00 as this lot has expired. Both patients were initially tested with hbsagq2 and subsequently tested with the confirmatory assay. For patient ID (B)(6), initial reactive & repeat non-reactive hbsagq2 results were obtained which was not confirmed with 2g23. The confirmed positive result observed by the customer was not repeated. For patient ID (B)(6), an initial reactive hbsagq2 result was obtained. There was insufficient sample volume remaining to do a double retest with 2g22. The patient was confirmed positive with 2g23 which is comparable to the result obtained by the customer. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.